Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell of automated peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak in an unspecified location that led to this alarm. It was further described as ¿there was some solution found on the floor¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.